Event description:
The customer reported that upon incoming inspection testing, the unit fails the shift/system check, and that error code 90009 was in the system log. There was no patient involvement.